Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up. A review of the system logfile confirmed malfunctioning of the flex vision pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found software failure in the flex vision pc. The fse confirmed that the flex vision pc was defective. The defective flex vision pc was returned for analysis, and it confirmed the failure in dimms. To resolve the reported issue, the fse replaced the flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.